Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for chest pain. The blood glucose level was not reported. Although requests for additional information were made, the customer did not reply to the requests.